Event description:
Customer reported that she was in a car accident and hospitalized. It was noted that the accident and the hospitalization was not diabetes related. Customer's blood glucose reading was 106 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.